Event description:
It was reported that during a ureteroscopy, the fiber tip dismantled in the ureter. A stent was placed to dilate the ureter in order to pass the fiber tip.

Manufacturer narrative:
The fiber was disposed of by the customer and was not available for eval. A determination of probable cause based on the event description is that the fiber broke due to misuse when the fiber bend radius or tensile strength was exceeded during setup or while removing fiber from packing. Add'l info regarding pt outcome has been requested. When further event info becomes available, a f/u MDR will be filed.